Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that shortly after implant, the patient felt uncomfortable. The lead threshold was found to be high. The lead was replaced several days later. The day after the new lead was implanted, it would not pace properly and the threshold was high. The patient has atrial fibrillation and the physician thought this may be contributing to the lead issue. The lead is still in use. No further patient complications have been reported as a result of this event.